Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:55:42. During night drain cycle six, the patient's ultrafiltration reading was 1656 ml, indicating the home patient (hp) drained 1656 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). (B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be that the clinician inappropriately set minimum drain volume percentage setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could result in an iipv situation." Should additional relevant information become available a supplemental report will be submitted.